Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet with a dexcom g7 experienced elevated blood glucose after the g7 was not paired and an incorrect or mismatched pairing attempt occurred; support assisted with proper g7 pairing and initiated sensor warm-up. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution steps through successful sensor pairing guidance. Investigation included customer interview and troubleshooting focused on sensor pairing and device integration. Investigation of this case revealed that the issue was related to incorrect or incomplete cgm pairing, which prevented glucose data from reaching the ilet and contributed to elevated glucose. It was concluded, based on previously established findings for similar reports, that user setup error related to cgm pairing was the cause.